Manufacturer narrative:
Continuation of d10: product ID 383059 serial# (B)(6) implanted: (B)(6)2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately five months post implantation that the patient stated the right atrial (ra) lead had dislodged, sliding down to the bottom and consuming battery life after the implantable pulse generator (ipg) was implanted. Additionally, the lower lead experienced a slowdown due to the pacemaker's battery life. The ipg was reprogrammed. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: b5, h2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately five months post implantation that the patient stated the right atrial (ra) lead had dislodged, sliding down to the bottom and consuming battery life after the implantable pulse generator (ipg) was implanted. Additionally, the right ventricular left bundle branch block (rv lbb) lead experienced a slowdown due to the pacemaker's battery life and it exhibited high thresholds. The physician suspected that the rv lbb lead was not in the same spot as it was at implant. The ipg was reprogrammed and the ra lead and ipg remain in use. The rv lbb lead was explanted and replaced. No patient complications have been reported as a result of this event.